Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for evaluation? Yes. D.10 returned to manufacturer on: (B)(6)2020 h.6. Investigation summary bd received four unopened 22 gauge insyte autoguard blood control units from lot 8318952 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical/mechanical damage to the units. Next, a flashback and leakage test was performed on the units and no leakage was observed. The catheter and cannula tips were inspected and found to be within product specifications. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during investigation a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that 12 bd insyte¿ autoguard¿ shielded IV catheters experienced device damage/deformation while still considered operable. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no: (B)(6) batch no: 8318952. Per phone conversation on (B)(6)2020 customer stated that she does not have any other information. Only that the catheters are defective.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 12 bd insyte¿ autoguard¿ shielded IV catheters experienced device damage/deformation while still considered operable. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no: 381523 batch no: 8318952. Per phone conversation on (B)(6) 2020 customer stated that she does not have any other information. Only that the catheters are defective.